Manufacturer narrative:
Investigation summary: customer returned one 1cc, 12.7mm, 29g syringe in an open poly bag from lot # 6137876. Customer states that the needle is missing, the shield is damaged, and foreign material is in the syringe. The syringe was returned without the hub-needle/shield. The barrel was examined and exhibited a broken barrel tip, a crushed barrel, and a bent plunger rod. No foreign matter was observed on or in the sample. As per manufacturing, a review of the device history record was completed for batch# 6137876. All inspections were performed per the applicable operations qc specifications. There was one notification noted for dry barrel. There were four notifications noted that did not pertain to the complaint. On 15jan2018, (B)(4) received one 1ml, 12.7mm, 29g syringe in opened polybag and an additional empty opened polybag from batch# 6137876. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(4), it was noted that the returned sample exhibited multiple defects: the barrel tip, shield and cannula appear to be broken off (these were not returned with the sample); the barrel exhibits a crushing type damage along the barrel between the 25u to 35u scale markings; and the plunger rod exhibited damage just past the barrel opening resulting in a severely bent end of the plunger rod and thumb press. All damage types appear to be a result of a jaw jam on the form fill & seal (ff&s). When this type of event occurs, any portion or component of the syringe may become damaged, to highly varying degrees (including all those found within the sample received for this customer complaint). Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tip, crushed barrel, bent plunger rod). Unconfirmed: bd was not able to confirm foreign matter. Possible root cause: likely a jaw jam of form fill & seal and then made it to packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd micro-fine¿ u-40 1ml insulin syringe, before use. There was no report of injury or medical intervention.